Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent occlusion alarms from (B)(6) 2024 to (B)(6) 2024. The customer changed pump supplies to address all occlusion alarms. There was no adverse impact to customer¿s blood glucose level.